Event description:
Customer reportedly obtained a result of 500mg/dl and hi on the inform system while a lab returned as 115mg/dl. All tests/draws done within 10 minutes. No adverse event reported. Requested return of suspect system and replacement was sent. Comparison performed in a medical facility.